Event description:
It was reported the patient was unsatisfied with their analgesia and their lead had migrated. The migration was confirmed by fluoroscopic imaging of the patient's system on (B)(6) 2013. It was also reported the patient had low back pain and lower extremity pain "greater in the left than right." It was noted the patient also had recent changes in their stimulation pattern and no interventions had been taken.

Event description:
Additional information received reported the leads were surgically revised on (B)(6) 2013. As of the day of this report, the patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the etiology of the event was related to the device therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot # n236308, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
.

Manufacturer narrative:
(B)(4).